Event description:
It was reported that the subject device had the black tip. The issue was found inspection for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: b5, d4, d8, h2, h3, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: dent on the outer tube, broken fiber at distal end, image upside down and loose light guide connector. Based on the results of the investigation, it was cause traced to be component failure that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.